Event description:
It was reported that the pump displayed motor rate error during occlusion test, and that the pump needs a battery replacement. No additional information available. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms number (B)(4). A device history record (DHR) review was not applicable or relevant because the results of the complaint investigation did not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. A visual inspection found the tamper seal on the plunger assembly removed, and a cracked top case. A review of the event history log identified motor rate error in the history. Functional testing was done using an occlusion test and the reported problem was duplicated. The root cause of the reported problem was a combination of a worn and dirty motor assembly, leadscrew and clutch halves. As the pump was over 7 years old, this was considered normal wear. To resolve the problem, the worm coupling, worm gear, motor bracket, delrin washer, leadscrew and clutch halves were replaced. In addition, the battery was replaced per customer request. UDI number is unknown. No information has been provided to date.